Event description:
New bridle is less flexible than previous brand, strings to tie in a knot are worse quality and do not stay tied, posing a risk for dislodgment. Overall seems worse quality and harder to insert and utilize.